Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited intermittent spike pace impedance measurements, high within normal limits during pocket manipulation and without. There was no evidence of noise in device report. However, a small amount of noise was seen on the atrial channel with pocket manipulation, but unable to recreate. There was a slight increase observed in atrial threshold; however, the patient does minimal atrial pacing. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. At this time, the device system remains implanted and in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited intermittent spike pace impedance measurements, high within normal limits during pocket manipulation and without. There was no evidence of noise in device report. However, a small amount of noise was seen on the atrial channel with pocket manipulation, but unable to recreate. There was a slight increase observed in atrial threshold; however, the patient does minimal atrial pacing. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. At this time, the device system remains implanted and in service. Additional information was reported that subsequently, this device was explanted due to normal battery depletion, and the lead was surgically abandoned. New products were successfully implanted. No additional adverse patient effects were reported. The device has been received and analysis is pending. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited intermittent spike pace impedance measurements, high within normal limits during pocket manipulation and without. There was no evidence of noise in device report. However, a small amount of noise was seen on the atrial channel with pocket manipulation, but unable to recreate. There was a slight increase observed in atrial threshold; however, the patient does minimal atrial pacing. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. At this time, the device system remains implanted and in service. Additional information was reported that this device was explanted due to normal battery depletion, and a new device was successfully implanted. No additional adverse patient effects were reported.